Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The analyzer failed testing. (B)(4).

Event description:
It was reported that when trying to start an analyzer session with the programmer, the programmer displayed an error message; the connection between the analyzer and programmer had been lost. The session was restarted, but the problem remained. The analyzer was then taken out and reintroduced, but the issue was not resolved. The analyzer was replaced with a different one, and the issue was resolved. The analyzer was returned. There was no patient involvement.